Manufacturer narrative:
As of 02/07/2017 aso was unable to evaluate samples because the consumer has informed that any unused sample was available for evaluation. However, aso has evaluated reports of biocompatibility tests, and latex screening performed on materials used to manufacture the same product. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. Returned samples or lot # not available

Event description:
Consumer stated that her arm was inflamed after using the product.